Manufacturer narrative:
Approximate age of device - 8 years 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient was admitted with a lactate dehydrogenase(ldh) greater than 700. There was no hematuria. Review of the log file by the manufacturers technical services showed that the mcs equipment was operating as expected. Additional information received on 10aug2018 indicated that the patient was treated with heparin and tirofiban gtt for the elevated ldh.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A direct correlation between the device and the reported elevated ldh could not conclusively be established through this evaluation. Additionally, an analysis of the log files provided by the account confirmed a slight power elevation; however, a specific cause for this finding could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.